Manufacturer narrative:
Suspect device was not returned to manufacturer for evaluation. A sibling device from the same packaging lot was pulled for evaluation and the screw was found to be in tact. The device history record review provides assurance the part was accepted with conformance to the product requirements.

Event description:
Metaphyseal segment package was opened in surgery and the screw was found to be missing. Surgeon elected to leave trial implanted. This event occurred outside of the us, in (B)(6).